Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020, 325cc mentor smooth round moderate profile breast implant was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/19/2020 . Device evaluation summary: according with the information a blind device received in product evaluation lab received on 02/2/2020 with no complaint information attached and could not be associated with an existing complaint. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed a tear in the posterior view. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).